Event description:
Major pump unit(s) involved: external control system failure. Additional text: red heart alarm and message on pbu to change out controller. Specific component(s) involved: external controller malfunction. Additional text: pbu cable. Other component: causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for system. Other cause: intervention(s): other interventions, specify. Other intervention : pbu cable changed. Type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.